Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. A bag with two malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed two conforming clips and ten clips with gap. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired first clip and clip scissored. Two additional clips were fired and these clips scissored as well. No cholangiogram was done on procedure. The surgeon removed the scissored clips and case was completed with a new device of the same product code and lot number. There were no patient consequences reported.